Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was used on the cystic artery and cystic duct. The deployed clip was teardrop-shaped at the first firing and some clips were malformed from the 2nd firing. A different device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaws. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No information. Did anything unexpected happen prior to this incident? The clip ejected when a nurse fired the device before use for the patient. Was the device fired after this incident in or out of the patient? No information.